Manufacturer narrative:
No product was returned, lot no s2825/1 provided review of the product history sheet (mr004) confirmed product met all mfg spec post MFR. Deflation of the right breast implant. Bilateral exchange to be determined. No conclusion can be drawn.